Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be pacing at 100 ppm with minute ventilation (mv) off. At a previous follow-up, the mv was on and the device was programmed to 50 ppm. Since the device was at eri, it was replaced.